Event description:
Procedure type: urogynecological. According to the reporter: it was reported via medwatch report #(B)(4) that as a result of having the product implanted, the pt reports experiencing pain, prolapse, scar tissue and has undergone add'l surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).